Manufacturer narrative:
Investigation is complete. H codes and b5 updated to reflect investigation results. H3 other text : customer was unable to locate device for inspection.

Event description:
It was reported the cot would not disengage from the fastener. The model number and serial number of the device were not provided as the user facility was unable to locate the device. There are no reports of patient involvement or adverse consequences.

Event description:
It was reported the cot would not disengage from the fastener. The model number and serial number of the device were not provided at this time. There are no reports of patient involvement or adverse consequences.